Event description:
It was reported that log files were submitted for evaluation concerning loss of external power. The patient experienced a power loss while sleeping and immediately placed themself on batteries. Per patient, the alarms did not stop once they connected to battery power, they then performed a controller exchange. Log files from their primary controller at the time were submitted. Log file review captured no external power event on (B)(6) 2023 7:05:50 while connected to mobile power unit (mpu) power. The patient reported there was a power outage. The emergency backup battery (ebb) was used to support the system during this event. Motor function was not affected. The log files were unable to confirm that the patient switched to battery power before the controller exchange. After the loss of external power event at 7:05:50 pm, a driveline disconnect event was recorded at 7:07:23 pm. The data indicated that a no external power alarm was still active at this time. The patient reported no symptoms due to the pump stop event associated with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm being active while the heartmate 3 system controller (serial number: (B)(6)) was connected to 14v batteries could not be confirmed. A log file was submitted for review, containing approximately 3 days of information ((B)(6) 2023 per timestamp). A no external power alarm activated at 7:05:50 on (B)(6) 2023 while the controller was connected to the mobile power unit. Prior to this alarm¿s activation, the rsoc and voltage of both cables steadily declined, activating both power cable disconnect and low power hazard alarms. These events are consistent with the provided information that there was an ac power outage. The emergency backup battery activated as intended and supported the system. This no external power alarm remained active up until the driveline was disconnected at 7:07:23. There are no indications that the primary controller was connected to charged 14v batteries prior to the controller exchange being performed. No products related to this event were returned for evaluation. Multiple attempts were made to obtain additional details surrounding the cause and resolution of the no external power alarm; however, no response was received. The root cause of the reported event could not be determined through this evaluation, as the event was not confirmed. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, and no external power alarms. Heartmate iii patient handbook (rev. D) and heartmate iii instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. Heartmate iii instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.